Manufacturer narrative:
(B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. Architect (B)(4), list number 6l21-25 is the focus of a product correction, reported under (B)(4). This report is being filed for the international product, architect (B)(4), list number 6c30. Elevated or out of range (B)(6) results may be observed for the architect (B)(4) assay, list number 6c30, when it is run on the same module with the architect (B)(4), list number 7c18. This issue has the possibility to occur when the architect (B)(4) assay precedes the architect (B)(4) assay during testing. Additionally, there is the potential to generate elevated results even when architect (B)(4) is not run on the same module. The investigation identified the cause as a reduced potency of the (B)(6) which is coated on the microparticle component of the assay. This leads to lower (B)(6) values and elevated signal from (B)(6) samples, which in turn has the potential to cause increased false (B)(6) results, increased susceptibility to reagent cross contamination (e.g. Architect (B)(6)), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator (B)(6) values. Current modes of control were communicated to architect (B)(4) customers through product correction letter fa24feb2010 and will remain in effect until corrective actions to address the reduced potency of the (B)(4) have been implemented.

Event description:
The customer stated the (B)(6) control was exhibiting occasional out of range high spikes. When retested, the results would return to the acceptable range. Additionally, there were a few patient samples that generated initial (B)(6) results but when retested were (B)(6). A field service engineer confirmed the (B)(6) results were generated when the test was proceeded by an (B)(6) test. There was no impact to patient management reported.